Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the patient died immediately post the procedure due to aortic rupture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction; supplemental MDR submitted on 13 aug 2019 for additional information; aware date should have been 09 aug 2019 instead of 09 may 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as ballooning was performed at the position where the expansion/rupture was at its maximum that the rupture had a causal relationship to the procedure.

Manufacturer narrative:
Other relevant device(s) are: product ID: vamf4036c150tj, serial/lot #: (b(4), ubd: 08-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 45*48mm thoracic aneurysm. It was reported during the index procedure after the stent graft was implanted and while the physician was closing an incision, the patient's blood pressure dropped sharply and cardiac arrest occurred temporarily. Cut down was performed and an angiogram demonstrated that the blood vessel in contact with the distal edge of the stent graft had ruptured. It was noted that during the procedure when ballooning was performed at this distal region and angiogram did not show rupture at that time. The physician elected to implant an additional valiant device (vamc3228c150tj) distally. This resolved the bleeding however despite a small improvement the patient's blood pressure remained very low (30mmhg) and the patient was transferred to ICU with overall condition reported as poor. Per the physician, the cause of the rupture was suspected to be due to the distal edge of the graft becoming overlapped with the second implanted distal device and where ballooning was performed at that position with the expansion force increasing. The physician also commented that the patient morphology may also have contributed with the patient's vessels noted as fragile pre procedure. No additional clinical sequelae were reported and the patient will be monitored.